Event description:
It was reported that during a da vinci-assisted ventral hernia repair surgical procedure, there were multiple recoverable faults on the the system's universal surgical manipulator (usm) 4. The customer disabled the usm 4 and continued the case with only three (3) usms. The customer stated they would attempt to power-cycle the system after the procedure to clear the faults. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found multiple error 23000 on the system's universal surgical manipulator (usm) 4 and the cover by the cannula mount was missing. The fse replaced usm 4 to resolve the issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint, "error 23000 on insertion axis." Fa tested the unit and noted it generated error(s) 23000/23002 in normal mode. Further fa investigation revealed the insertion motor module assembly had excessive play from the spar link due to four (4) loose screws that were securing the insertion motor module assembly onto the spar link. The four (4) screws were re-tightened and re-torqued, during the pre-fa investigation, then calibrated; and the unit and passed normal mode afterwards. The re-torqueing of the screws fixed the reported problem during fa investigation. The cannula mount cover was also reported missing; however, it was actually the insertion motor module side cover that was missing and was confirmed via visual inspection. The missing motor side cover had a small piece left still screwed on; which is indicative that the unit most likely experienced an external collision.